Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that a flame or fire issue occurred involving the e1455 the edge ent/ima electrode x50 and the ft10 generator during procedure. The fire was reported when the electrode was used in conjunction with a non-(B)(6) pencil and the ft10 generator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).